Event description:
This is a spontaneous case report received from a (B)(6) year-old female consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on 08-aug-2016 who had essure (fallopian tube occlusion insert) inserted in 2012. In 2012 around (B)(6) the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. (Hopefully this year due to health problems) in the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. The consumer hold bayer liable for the damage caused. A safety-quality evaluation was received on 25-aug-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, it was not clear if essure was already removed or only planned and the exact reason for essure removal was not specified either. However, considering the nature of this event, since essure removal was required, this event was assessed as related and the case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in lower abdomen') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), groin pain ("sore groins"), arthralgia ("sore joints/hip pain"), headache ("headache"), amenorrhoea ("menstruation stayed away"), menopause ("menopause"), back pain ("back pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems") and heavy menstrual bleeding ("changes in their menstrual cycle occurred/abnormally heavy bleeding") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal, fallopian tubes removed). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, groin pain, arthralgia, headache, amenorrhoea, back pain, fatigue, amnesia, disturbance in attention, heavy menstrual bleeding and hormone level abnormal had resolved and the menopause outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, amenorrhoea, arthralgia, groin pain, headache and menopause with essure. The reporter considered amnesia, back pain, disturbance in attention, fatigue, heavy menstrual bleeding and hormone level abnormal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-jun-2022: summons received. Events: severe (chronic) pain in the back, extreme and chronic fatigue, memory loss, concentration problems, abnormally heavy bleeding and hormonal problems added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower abdomen") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced abdominal pain lower (seriousness criteria medically important and intervention required), groin pain ("sore groins"), arthralgia ("sore joints"), headache ("headache"), amenorrhoea ("menstruation stayed away") and menopause ("menopause"). The patient was treated with surgery (essure removal). At the time of the report, none of the outcomes for these events were known. No causality assessment was received for essure with regard to groin pain, abdominal pain lower, arthralgia, headache, amenorrhoea or menopause. Quality-safety evaluation of ptc: for essure: safety-quality evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The most recent follow-up information incorporated above includes data received on: 19-may-2022: reporter's information and patient's initials updated; essure insertion date changed to (B)(6) 2013 (from 2012) and removed on (B)(6) 2016. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority dutch health care inspectorate (igz) (reference number: (B)(4)) on 08-aug-2016. The most recent information was received on 26-may-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower abdomen") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criteria medically important and intervention required), groin pain ("sore groins"), arthralgia ("sore joints"), headache ("headache"), amenorrhoea ("menstruation stayed away") and menopause ("menopause"). Essure was removed on (B)(6) 2016. The patient was treated with surgery (essure removal). At the time of the report, none of the outcomes for these events were known. No causality assessment was received for essure with regard to groin pain, abdominal pain lower, arthralgia, headache, amenorrhoea or menopause. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-may-2022: quality safety evaluation of ptc. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower abdomen") in a (B)(6) year-old female patient who had essure inserted. The most recent information was received via regulatory authority dutch health care inspectorate (igz) (reference number: (B)(4)) on 31-aug-2017. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), groin pain ("sore groins"), arthralgia ("sore joints"), headache ("headache"), amenorrhoea ("menstruation stayed away") and menopause ("menopause"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, groin pain, arthralgia, headache, amenorrhoea and menopause outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, amenorrhoea, arthralgia, groin pain, headache and menopause with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 1-sep-2017 for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database revealed 458 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: safety-quality evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-aug-2017: follow up received from igz health authority (reference number: (B)(4)) - event xenobiotic material removed deleted and events sore groins, pain in lower abdomen, sore joints, headache, menstrual periods stayed away, complaints of menopause added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
No consent was received from consumer. Regulatory authority reference number was received (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, it was not clear if essure was already removed or only planned and the exact reason for essure removal was not specified either. However, considering the nature of this event, since essure removal was required, this event was assessed as related and the case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.